Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incidents was 585 mg/dl. The customer is not feeling any symptoms at this time. The customer was treated for high blood glucose with a bolus. The customer has stopped the troubleshooting for high blood glucose this a previous event. The customer has changed out everything and place everthing in the trash prior to calling the helpline, so this is just for documentation and educational purposes. The customer was advised to calibrate when her blood glucose are stable.